Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer states there are char marks on the battery cables. He states the battery harnesses were loose on the cables. He also states they were melted slightly, and burnt. He states the front battery door is missing as well. MDR filed.